Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: terumo. Stent: ultimaster. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture and physical resistance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric, 90% stenosed lesion in the mid to and distal left anterior descending artery. A non-abbott stent was implanted and a 3.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation. The balloon was inflated twice at the proximal portion of the stent. The bdc was then advanced to the distal portion of the stent; however, resistance was felt with the implanted stent in the tortuous lesion. The bdc was inflated for the third time and the balloon ruptured at 14 atmospheres. The bdc was replaced with a non-abbott bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.